Manufacturer narrative:
Additional information was obtained indicating the patient presented to the clinic in vvir mode with a rate of 60 and the threshold was high on the ra lead. It was also noted that the loss of capture and undersensing were possibly due to the patient's valve replacement. The ra lead was reprogrammed and remains in use. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had possible loss of capture and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.